Event description:
During the procedure a retriever was used for a right middle cerebral artery (r-mca) occlusion. Two passes were made with this retriever. Dissection and hemorrhage of the r-mca were confirmed by angiography after the second pass. The patient experienced an associated cerebral hernia the following day. Coil embolization, neutralization of heparin and ventricular drainage were performed for the dissection and hemorrhage. Surgical decompressions and removal of the hematoma were preformed for the cerebral hernia. No further information was provided.

Manufacturer narrative:
The subject device remained was not returned; therefore, physical analysis cannot be performed. However, patient hemorrhage, vessel dissection, and hematoma are noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device will not be returned.